Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 100% to 0% and shut off within one day. In addition, the customer was having difficulty charging the pump despite the attempt of multiple usb cables, wall adapters and power sources. The customer's blood glucose level was 73 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.